Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the serial number of the ins. The cause of the high impedances and lead corrosion were not determined. No actions/I nterventions have been taken, and the issue has not been resolved per the physician. Rep programmed on the other lead, and both leads are plugged into the battery. Weight was asked, unknown. Information verified with hcp. [See pe 705431029 - normal eos]

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Mdt rep called and reports that pt just finished having ins replacement, and during the procedure they were seeing contact 6 show high impedance (do not use) and was red on connectivity check despite tightening the setscrew, loosening it and removing the lead, then placing it back in the ins and tightening again. Mdt rep reports that hcp stated there was "mild corrosion" on the proximal end that plugs into the ins. Hcp made the decision to not plug this lead into the ins, but did not want to remove the lead at this time.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#: (B)(4), product type: lead. Serial#: (B)(4), product type: lead. Other relevant device(s) are: ubd: 24-oct-2017, UDI#: (B)(4); serial/lot #: (B)(4), ubd: 24-oct-2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.